Event description:
It was reported that post-implant, the patient experienced non-specific chest pain. An echocardiogram was performed and no effusion was seen. The patient was discharged form the hospital three days later. The patient then returned to the clinic with chest pain and a repeat echocardiogram was performed with no effusion found. The right ventricular (rv) lead exhibited rising and varying thresholds. The rv lead was repositioned to the right ventricular apex and the right atrial (ra) lead was explanted and replaced due to the chest pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.